Event description:
Rn had an IV antibiotic to give to a patient and hooked the medication syringe to the medication tubing and flushed the tubing. Medication tubing was then hooked up to the patient's IV. When the medication started infusing, medication was noted to be leaking and dripping just below the filter site. Medication was stopped.